Manufacturer narrative:
If explanted, give date: the lens was planned to be explanted on (B)(6) 2018; however, no confirmation has been received. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxr00 symfony intraocular lens (iol) was planned to be exchange on (B)(6) 2018, from the right eye of a male patient. Reportedly, the patient complained of difficulty reading, glare and shadows. Additionally, iol decentration and mechanical complications of the iol were reported. Pre-operative dva (distance visual acuity) 20/30. Post-operative dva 20/30. Post-operative nva (near visual acuity) 20/70. No additional information was provided.

Manufacturer narrative:
Additional information revealed the iol was explanted on (B)(6) 2018. A new lens was implanted and no additional intervention was performed. The patient reported as doing well post-operatively. The following fields were updated: explant date - (B)(6) 2018. Patient code: 3191 - explant. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.